Manufacturer narrative:
Date of event: event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins site felt awful and they did not like the way it felt. They had an infection at the ins site until the end of (B)(6) 2020, but did not know when they first noticed the infection. When they had come home, the incision was bleeding. When they changed the dressing, there was more blood so they could not see the oozing. There were no device issues or further patient complications reported at this time.